Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and loose drive. Customer's blood glucose was 130 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No external ram crc error alarms or noise anomalies were noted. However, the pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with minor scratches on the lcd window.